Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a damage and a low battery less than a week. The customer's blood glucose level was unknown at the time of the incident. The customer states the insulin pump alarmed low battery in less than 10 hours. Also, the sticker above the display was broke loose. The insulin pump will be returned for analysis